Event description:
The reporter indicated that t-wave induction was requested from the arrhythmia induction screen and the "request unsuccessful" message appeared at the bottom of the screen. On the ECG, it was noted that the device began to pace at a rate of 100ppm, but did not deliver the t-wave and continued to pace at a rate of 100. The t-wave shock was again requested and pacing was observed for 7 cycles, and the shock was delivered appropriately.